Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert, and indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 153 ventricular sensing integrity counts (sic); no episodes available to verify lead noise oversensing and inappropriate shocks. On (B)(6) 2015, rv pacing impedance spiked to 4047 ohms up from a trend in the 500-600 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sensing integrity counter (sic) >= 30 in 3 days. Concomitant product: product ID: 4592, lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead integrity alert was triggered. The lead exhibited high impedance, failure to pace, and contained a suspected fracture. The tachycardia detection was programmed off. A lead revision was performed and the lead was capped and replaced. No patient complications have been reported as a result of this event.